Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 3.2 drawer was not detected on the bus. A field service engineer tested the full functionality of the drawer and did the inventory successfully; no issues were identified. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, not being recognized on the bus. The customer indicated that this issue caused a delay in medication dispensing. There were no adverse events or injuries reported based on this event.